Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish communication with the ipg after multiple attempts. The patient's pc app also displays a connection error a company representative will consult with the patient as the next course of action.